Manufacturer narrative:
Product analysis: the valve was received loaded in the capsule of the delivery catheter system (dcs). The delivery catheter system was returned with the flush hub cap components detached. The deployment handle was intact. Several voids were observed over the nitinol reinforcing frame along the proximal end of the capsule to the end-section of the capsule. The capsule was broken and separated at the proximal end. The stability shaft was badly kinked mid-way on the shaft. On attempted retraction of the capsule via the rotation of the deployment knob, the capsule did not deploy the valve. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Capsule damage typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve is loaded incorrectly. In this case, there were no fluoroscopic load check images submitted for review, therefore it cannot be independently determined if the valve was correctly loaded onto the delivery catheter system (dcs). The valve was recaptured a fourth time. The device instructions for use (IFU) instruct the user to recapture the valve for a maximum of three (3) times; it is possible that user factors may have contributed to the capsule separation. Additionally, there were no procedural cine/angio films provided, thus the positioning attempts and subsequent damages could not be confirmed of further assessed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, into a tortuous anatomy and a tortuou s ascending aorta, it was reported the capsule was bent on the second valve recapture. On the fourth recapture, the capsule showed damage on fluoroscopy. The delivery catheter system (dcs) and valve were removed from the patient. A new valve was loaded onto a new delivery catheter system and was deployed successfully. No adverse patient effects were reported.